Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted after opening the pod. Inspection of the fluid path found a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Inspection of the needle mechanism components found score marks in the underside of the top housing along the path of the linkage assembly. No damages or deficiencies were observed on the linkage assembly, indicating that the linkage assembly was misaligned with the top housing. This misalignment resulted in contact between the top housing and the linkage assembly that prevented the needle mechanism from fully retracting. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 336 mg/dl while wearing the pod between 24 and 36 hours, while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus.